Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that upon removal of the sensor they noticed that the cannula was missing. The customer's blood glucose at the time of incident was 3.5 mmol/l. The product is not expected to return.